Event description:
Reportedly, two sulus did not place properly formed staples on the tissue while forming the gastric pouch. Consequently, the surgeon ceased firing the second sulu and transected the tissue containing the malformed staple lines. Meanwhile, the second staple line was reinforced with suture to complete the case without further incident. Procedure: lap gastric bypass with roux-en-y. Pt status: no pt injury reported.